Event description:
It was reported that the left ventricular lead was dislodged. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Should have been reported as a serious injury and not a malfunction.